Event description:
It was reported that the patient with this implantable pacemaker device experienced pulse rate of 32 beats per minute (bpm). Patient thinks that the device was not working as expected. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.